Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 90 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the insulin in the cartridge was not greater than 50 units. Tandem technical support educated customer of the minimum fill recommendation for their pump. A new cartridge was loaded to resolve the issue.